Event description:
The user site reported that on (B)(6) 2025, prior to a selenia dimensions mammography system procedure, that the device generated an error code during use. No patient or user injury was reported. A hologic field service engineer (fse) was dispatched to examine the device and check the error code. The fse found that upon reviewing the movement graph of the device, it was observed that the c-arm performed vertical movements without receiving any commands. The fse found that the issue was traced to a malfunction in the motor clutch, which was subsequently replaced. The fse tested the device and verified that the device is now operating according to manufacturer specifications. No further information is currently available.